Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was dropped and keypad was unresponsive. The customer was reported that battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. P-cap or reservoir locked properly in place. Device received with cracked belt clip rail case corner and battery tube threads. Device received with pillowing keypad overlay. Keypad unresponsive not confirmed. (B)(4).